Manufacturer narrative:
Service was dispatched to the site for this event on multiple occasions. The field service engineers (fses) performed instrument adjustments, but were unable to complete any hardware repairs that resolved the quality control (qc) failures for the customer. The customer tried changing lots of reagents and calibrators with no resolution to the issue. The fse noted qc performance was passing after the last service visit on (B)(4). However, the fse was unable to provide definitive evidence that a specific hardware or reagent/calibrator issue had caused the event. The cause of this event is unknown and could not be determined based on the supplied documentation. Associated mdrs: 2122870-2012-01569, 2122870-2012-01563, 2122870-2012-01564, 2122870-2012-01565, 2122870-2012-01570, 2122870-2012-01577.

Event description:
The customer reported that erroneous low and/or erratic free total thyroxine (frt4) results were generated from two unicel dxl800 access immunoassay systems for multiple patients across multiple days. This report represents the erroneously low and/or erratic frt4 results generated for two patients on a unicel dxl800 access immunoassay system with serial number (B)(4) on (B)(6) 2012. Actual patient results were not provided by the customer. The customer indicated that the initial frt4 results were low, and upon repeat, recovered higher and crossed clinical ranges or recovered within the same clinical range but outside the precision claims of the assay. The involved frt4 results were reported out of the laboratory and were questioned by physicians. There was no death, serious injury or modification to patient treatment associated or attributed to this event. This event was in conjunction with ongoing instrument/assay quality control (qc) performance issues. The customer reported qc was performing erratically with qc shifting both low and high on the instrument. Controls were failing to perform within the customer's established limits at the time of the event. The issue occurred on multiple lots of reagents and calibrators. System checks performed on the (B)(6) were passing within instrument specifications. Specific patient information and sample collection/handling information was not provided by the customer.